Event description:
The customer reported recurring r flags and differential incomplete on the coulter lh 750 hematology analyzer. There were no reports of injuries or erroneous results generated in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. Customer reported recurring r flags on (B)(6) 2014. This report references the event that occurred on (B)(6) 2014.

Manufacturer narrative:
The field service engineer (fse) confirmed a leak from the solenoid 63 (sol63) valve which was replaced to resolve the issue. (B)(4). All mdrs associated with this event: 1061932-2014-02510, 1061932-2014-02511, 1061932-2014-02512.